Manufacturer narrative:
The fe performed all the required camera adjustments. After the adjustments the fe received a cam0 reading of 104. The fe ran the diagnostics with no errors. The customer successfully ran and accepted qc. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 130 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to length of time out of specification condition has existed. The fe informed the customer of the out of spec finding. (B)(4).